Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was ventilated with an ambu bag, the unit was replaced, and case completed. There was no patient injury.